Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 03/23/2017 with the following findings: the last basal delivery was on (B)(6) 2017. The last bolus delivery was a 17.5u ezcarb normal bolus on (B)(6) 2017 at 14:59. Pump was manually suspended on (B)(6) 2017 06:32 and manually resumed at 06:37. Replace cartridge alarm on (B)(6) 2017 14:58; deliveries resumed at 17:16... Unexplained loss of prime on (B)(6) 2017 07:19; deliveries resumed at 07:55. Replace cartridge alarm on (B)(6) 2017 15:49; deliveries resumed at 16:16..the pump was returned w/the following basal program settings: 1.25u/hr at 00:00, 1.25u/hr at 04:00, 1.75u/hr at 10:00, 1.20u/hr at 19:00. The basal change history shows settings for 02-01 were: 1.425u/hr at 00:00, 1.775u/hr at 04:00, 1.45u/hr at 10:00, 0.0u/hr at 12:07 (cartridge change), 1.45u/hr at 12:52, 14.0u/hr at 19:01..#6. Basal change history on 02-01 appears to be inconsistent with the current programmed daily totals due to user manually changing the basal program on (B)(6) 2017. The tdd¿s add up correctly and reflect the users programmed basal rates. No delivery defects found during delivery accuracy testing. Pump was found to be delivering within required range and delivering accurately..#8. Pump was exercised for 24hrs with a 2.0u/hr basal rate; at end testing the basal history correctly showed 2.0u and tdd showed 48.0u. No delivery interruptions or eaw¿s occurred during testing. Unable to duplicate the complaint. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging the patient¿s blood glucose on (B)(6) 2017 was 31 mg/dl. It was reported the patient was treated in an emergency room with glucose tablets/gel. The reporter noted the patient remained on pump therapy, and the pump¿s basal and bolus settings were recently changed by a healthcare provider. During troubleshooting, it was reported that the pump¿s basal history did not match the programed basal rates. This complaint is not being reported because the reported health event was attributed in-part to an alleged device malfunction.